Event description:
Patient underwent a bilateral iliac artery stent placement. Md reported that the mynx closure device was deployed to the right groin site at the end of the procedure. The patient immediately developed a hematoma. Pressure was required for approximately 40 minutes in an effort to secure hemostasis. No issues reported operating the mynx closure device. Due to the pressure required, the patient ended up having a vagal reaction that required medication.